Manufacturer narrative:
Section d4, g3, and h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the patient¿s elevated ldh could not conclusively be established through this evaluation. Additionally, an analysis of the log file that was provided by the account confirmed elevations in power and flow and one low speed advisory alarm; however, a specific cause for these findings could not be conclusively determined. The submitted log file contains data from (B)(6) 2019 through (B)(6) 2019. Elevations in power and flow were observed on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. Power ranged from 7.7-15.7 w and estimated flow ranged from 9.0-12.0 lpm during these times and the majority of these elevations were associated with pi events. One transient low speed advisory alarm was also captured on (B)(6) 2019. Pump speed was captured at 8200 rpm (400 rpm below the low speed limit) during this time while the patient was supported by battery power. Pi events were also observed during this event as well as an elevated power of 14.4 w; however, the pump speed immediately recovered above the low speed limit. The pump speed remained above the low speed limit for the remainder of the file. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this document explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear, however, there are regions at the low and high ends where the relationship is not linear. The IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. Information regarding the low speed advisory alarm is also included in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's gastrointestinal bleed was reported under MFR # 2916596-2019-03668. Approximate age of device- 3 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a low speed advisory. The patient's lactate dehydrogenase (ldh) was in the 900 units per liter range and repeat labs were being performed. There were no other signs or symptoms of hemolysis. The patient has a mechanical aortic valve. The patient is also on acetylsalicylic acid/coumadin and persantine in the past but not currently due to gastrointestinal bleeding. Log file analysis captured a low speed advisory event with speed noted at 8200 revolutions per minute. There were also some power elevations noted with the low speed event as high as 15.7 watts. It appeared that something may have passed through the pump causing the lone low speed event. No other unusual events were captured within the log files. No further information was provided.